Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during the procedure in a heavily calcified shunt, the fox plus catheter met resistance while advancing through the lesion. When the balloon was inflated, it ruptured at 4-6 atmospheres. Upon removal of the catheter, a pinhole was found in the balloon material. The balloon catheter was completely removed and there was no adverse patient effect. Another fox plus catheter was used to complete dilatation. There was no additional information provided.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. Without the device investigation, a root cause for the balloon rupture could not be determined based on the reported event. A review of the lot history record did not reveal any non-conformity which could have contributed to this event.